Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. (B)(4).

Event description:
This complaint is from a literature source. It was reported that 38 patients underwent pulmonary vein isolation under a heparin-bridge anticoagulation protocol and experienced cardiac tamponade requiring pericardiocentesis. All underwent successful percutaneous placement of a pericardial drain. The initial and total drained blood volumes were 325 (250¿410) and 377 (260¿530)ml, respectively. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿management of cardiac tamponade in catheter ablation of atrial fibrillation: single-centre 15 year experience on 5222 procedures¿. The purpose of this study was to investigate the incidence, predictors, and management of cardiac tamponade in a single educational centre large patient cohort undergoing af ablation over 15 years. The study was conducted between 2002 and 2016. A 4mm tip ablation catheter (fantasista, (B)(4) life line), 3.5mm externally irrigated-tip ablation catheter (thermocool, biosense webster), second-generation cryoballoon (arctic front advance, medtronic) were all used in this study. It is unknown which device the patient has been used. Bwi takes conservative approach to report all the events occurred under thermocool, however catalog and lot number is unknown.